Manufacturer narrative:
Product analysis #703869441:analysis information -- 11/03/2020 07:47:34 cst pli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Continuation of d11: product ID 3889-28 lot# va1z23f serial# implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead h6: codes 10, 213 refers to both ins and lead, code 4310 refers to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :va1z23f, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had previously seen their healthcare provider due to the occurrence of shocking when they tried to turn their stimulation up. They noted they had fallen "a while back," and that was when it started happening. Their healthcare provider reprogrammed them, but it did not relieve the shocking. The patient thus went in for a battery replacement. The manufacturer representative ran an impedance test at 1.0ma during their bedside interview before the surgery, and the patient screamed. The impedance was negative/no impedance. They were unable to test the battery life due to the patient's extreme discomfort. The healthcare provider deemed it best to replace the entire system since they did not know where the shocking was coming from. The healthcare provider attempted to remove the patient's lead, but it broke off, and they left a portion implanted in the right s3 foramen. The patient received a full replacement on the opposite side.